Event description:
Attorney reported: in 2006 - the patient underwent a hernia repair procedure with placement of a non-recalled composix kugel mesh patch. In 2007 - the patient underwent surgery to repair recurrent hernia. The surgeon found that there was extensive adhesions of the composix kugel mesh patch her bowel and that the mesh was balled up. The adhesions were taken down with sharp dissection, blunt dissection and electrocautery. The hernia was then repaired with another patch. The patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. While recurrence and adhesions are known adverse events that are listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.